Event description:
The patient was admitted to the pacu with anesthesia at the bedside; the patient was non-responsive with an oral airway and endotracheal tube (ett) in place. Breath sounds were clear bilaterally. The patient was connected to a monitor with oxygen saturations 88-89 and increasing to 92%, respirations deep at 16, EKG with sinus rhythm, heart rate at 105, bp 107/62. Anesthesia ordered a breathing treatment and respiratory therapist (rt) responded within minutes. Oxygen saturations remained at 88-92% with an intermittent waveform. Rt assessment indicated possible need for ventilation. The rt instructed an individual assisting to place the nebulizer over the patient's ett while the rt crossed the room to obtain the ventilator. The patient began coughing and within seconds, the patient's cheeks ballooned out and the face became cyanotic. The nebulizer was immediately removed from the ett, with a "whooshing" sound when disconnected from the ett. Immediately began bagging the patient with edema increasing in the face, eyes, neck and upper torso. Breath sounds were absent on the right. The EKG was sinus brady with a rate in the 50's. Code blue was called and CPR was initiated. Physician at the bedside punctured left chest with audible sound of air escaping. The patient was transported to the or and ultimately expired 2 days later. Additional device identifiers are not available. The issue is the inner diameter of the adapter allowed it to be attached directly to the end of the ett. A larger diameter adapter is now in use.